Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump time was incorrect, cause was unknown. Additionally, it was reported that intermittent occlusion alarms occurred. Customer's blood glucose was 293 mg/dl. Customer required assistance from school nurse due to elevated bg. Customer reverted to an alternate method of insulin delivery.

Manufacturer narrative:
Settings time was not verified. Occlusion issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.